Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 600 mg/dl, 529 mg/dl, 380 mg/dl, 280 mg/dl (in the reported issue it was documented like this, "hi call doctor, 529 or something, 380 something, then 280 something"). Tests were done within < 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "customer did not have exact numbers on readings. Code number did not match."